Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight, the device within specification and an opening. A microscopic analysis was performed which identified, a striated opening on anterior. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And exchange, due to concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and patient concern with the product.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and exchange due to concern with the product. The device has been explanted.